Event description:
It was reported the patient had a loss of therapeutic effect. The stimulation was effective with one program until (B)(6) 2011. During a surgery to reconnect a suspected lead disconnect, it was found that the lead was actually fractured and needed to be replaced. The patient was given four programs with a ten second interval to conserve the implantable neurostimulator (ins). The therapy had not been effective since the lead was replaced. The patient experienced urge incontinence and could have an accident during the ten seconds that stimulation was off. The patient also experienced stimulation in the bottom of her foot. It was noted this stimulation was "not too much of a problem" during the day, but at night her toes would "bend down" and tingle. The following stimulation setting changes were noted: amp 2.2 decreased to 1.8 on program 3 on (B)(6) 2011, amp was down to 1.6 on program 3 on (B)(6) 2012, and recently amp of 1.8 was tried on program 2 and program 4 at amp of 1.1. No matter which program the patient was on or at what amp, they felt stimulation on the bottom of their foot. Therapy was not as effective at lower amps. Over the past three to four months, the patient has had more problems and was "becoming less and less effective." The patient was going to try program 1 as of the date of this report. It was reported on (B)(6) 2012 that the patient was still having concerns with her therapy or device and had an appointment with a health care professional or manufacturer representative on (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# v330678, implanted: 2009 (B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient (B)(4).